Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the final device check post-implant, the patient implanted with this right ventricular (rv) lead exhibited a significant decrease in blood pressure. An echocardiogram was performed and cardiac tamponade was observed. Drainage was performed and the patient¿s blood pressure became stable. However, as the patient had been taking blood thinning medications, the bleeding could not be stopped and an urgent surgical procedure was required. The physician believed the tamponade had been caused by the cardiac perforation from the lead¿s helix. It was reported that the helix had extended suddenly after several rotations. No changes were made, and the lead remains in service.